Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump started beeping and the screen was blank. Caller reported there was no error alert messages before the beeping started. No adverse event reported. Requested return of the alleged device and replacement was sent.